Manufacturer narrative:
Tandem's t:slim user guide states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the customer filled the cartridge with 100 units of insulin. Subsequently, the cartridge was being reused. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer added 100 units of insulin to the existing cartridge and completed the load process successfully.